Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters tool confirmed the unloaded and loaded voltage was within specified range. The insulin pump was received missing the retainer ring and reservoir tube o-ring, and with a scratched case and cracked case at battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a power error. The blood glucose reading was not given. The insulin pump will be replaced and returned for analysis.